Event description:
It was reported that the user and healthcare providers determined the user likely has pancreatogenic (type 3c) diabetes, and the user experienced major blood glucose fluctuations during initial use of the ilet, leading the user to seek device return due to lack of fit with their clinical situation, including use of pancreatic enzymes. Symptoms included episodes of high and low glucose, including urgent low soon alerts, low glucose, and high glucose. Outcomes included the need for troubleshooting and education and the decision to discontinue use. Investigation included user interview and review of reported glucose events. Investigation of this case revealed that the cause of the fluctuations was unclear, with no device malfunction identified and potential contribution from the user¿s underlying condition and digestion-related variability. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.